Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16029, 2017865-2021-16030, 2017865-2021-16031, 2017865-2021-16032. It was reported that the patient experienced chest pain. The physician tried to reposition the chronic leads and put in new leads, but the patient continued to be in pain during the procedure. The physician concluded that the patient had a likely hypersensitivity to the leads touching the inside of her heart. The physician decided to take the entire system out. The patient was stable.